Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported having tooth # 19 extracted (permanent impairment to a body structure) and an invisalign product was being used.

Event description:
The patient reported symptoms of dryness of mouth, swelling of the mouth and lips and necrosis due an abscess on tooth # 19 (lower left 1st molar).the patient reported visiting the ER due to the reported symptoms. The patient reported being prescribed penicillin (antibiotic, which caused an allergic reaction), and a z-pack (antibiotics) to alleviate the reported symptoms. The patient then visited the treating doctor who decided to extract tooth # 19 to alleviate the reported symptoms. The treating doctor also prescribe fluconazale (anti-fungal) to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners.